Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history was not performed because the failure mode was not specified. It was reported that the xience sierra was used past the expiration date. A review of the xience sierra label attached to the lot history record for this lot was conducted indicating a manufacturing date of 10-march-2021 with an expiration date (use by date) of 09-march-2024. The product was used after expiration as it was reported the procedure occurred on (B)(6) 2024. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) states: note the product use by (expiration) date specified on the package. It is likely the IFU deviation of device expiration issue contributed to the event; however, no in-service letter will be requested as the case information noted that the user is already aware of the deviation. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Corrections: section e. Initial reporter updated to: dr. (B)(6) (physician). G2 - report source "other" was removed; g2 - other report source "cath lab director" was removed and replaced with "na".

Event description:
Subsequently, after the initial was filed it was noted that the stent was implanted in the mid right coronary artery. No additional information was provided.

Event description:
It was reported that 4.0x33mm xience sierra expired stent was implanted. There were no issues with the stent or deployment. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code: 2017 clarifier: use after expiration. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.